Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar events have been reported. Based on all the collected elements and taking into account the outcome of investigations performed on previous similar cases, it cannot be excluded that possible contributing factors to the event are: pipe length too long; an intermittent/temporary deficiency of the main board and/or the heaters. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring processes in order to evaluate actions for products improvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The livanova field service representative in charge inspected heater elements of hte complained 3t heater cooler. All resulted clear of any corrosion or buildup. All heating elements have been replaced within the last 18 months. Functional tests were performed: complained unit reached set temperatures within the specified time and held temperature, both at 41 degrees c and 2 degrees c for prolonged periods while running all pumps. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, despite the 3t heater cooler was set to 40°c degrees, patient tank would reach 36.8°c degrees and then drop to 35.5 °c degrees. Medical team elected to swap the heater cooler for another one and completed case with no issues reported. There is no report of any patient injury.